Manufacturer narrative:
Date sent to FDA: 1/29/2020. (B)(4). Additional narrative: it was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted two separate loops of small intestine were adhesed to the previously inserted mesh. The two loops were separated and the mesh was removed from t he anterior abdominal wall and left adhesed to the small intestine. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss.

Manufacturer narrative:
(B)(4) . In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic surgery to repair a ventral hernia on (B)(6) 2015 and mesh was implanted. On (B)(6) 2016, the patient had a revision surgery due to complications and was found to have a recurring hernia. No additional information was provided.